Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture (loc). It was noted this patient experienced syncope. There were atrial tachycardia response (atr) episodes were non-capture was observed. Prints will be sent into boston scientific technical services (bsc ts) for review. The right ventricular (rv) output was programmed to 6.5 volts. The patient remains in the hospital until a decision is made regarding how to resolve this issue. Subsequently, additional information was received. The associated rv lead was repositioned even though the channel was narrow. The final threshold measurements were correct. The physician suspects it was a pathological increase of the threshold. Printouts were sent to boston scientific technical services (bsc ts) for review, and bsc ts discussed that loc occurred with ventricular pauses greater than 2 seconds. Since the associated rv lead has already been repositioned, and all measurements were within normal range, no further actions were suggested. There were no allegations against this device, and there were no additional adverse patient effects reported.